Manufacturer narrative:
No further information concerning this report is available. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was capped for an unknown product performance issue. No additional adverse patient effects were reported.